Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing inhibition caused by lead-on-lead contact with an unknown abandoned lead. The physician decided to perform a revision procedure to replace the rv lead at which time elected to explant the existing device and abandon the chronic leads; a new system was implanted on the patient's left side. No adverse patient effects were reported.